Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin plasma that was not a full draw. The initial test result was from the primary tube and repeat result was from an aliquot following re-centrifugation. System checks and quality control were within specification. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.